Manufacturer narrative:
Unit passed displacement, sleep current measurement, and active current measurement tests. No unexpected blank displays or unexpected ¿low battery,¿ ¿replace battery now,¿ or "power loss" errors were noted during testing. Self test returned an unexpected pump error 63. Insulin pump error 63 is confirmed in the formatted history file (variableinfo = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No unexpected audio/vibrate anomaly/absence of alarms were noted during testing. Unit received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Also the display window cover is missing. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that she received low battery, replace battery alerts,now her insulin pump not turning on since last night. Customer stated that the contacts on the battery cap neither missing nor damaged. Customer got the insulin pump to turned back on during troubleshooting so she declined to continue with that troubleshooting. No harm requiring medical intervention was reported. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.